Event description:
Crrt rfp 401 bag burst open while being opened and splashed the rn, the floor, the counter, and the computer area. No fluid in rn's eyes. It appears to have broken at the bicarb seam.